Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions on how to reset the pump, and the caller will proceed with the reset and reach out again if the problem continues.